Event description:
It was reported the utero-reno videoscope had unspecified liquid coming out of the scope channel. The issue occurred during customer reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was not removed since the reprocessing was not conducted properly due to leakage and rip (damage) of the biopsy channel, the biopsy channel was leaking and torned. The event can be detected and prevented by following the instructions for use: urf-v2r series operation manual chapter 3 preparation and inspection. Urf-v2r reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.